Event description:
The device was returned for disposal only and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.